Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, the pump was submerged in water. The customers blood glucose level was 300 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Getting the pump wet. Per tandem user guide: the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim pump has been submerged, check your pump for any signs of fluid entry. If there are signs of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support at 1-877-801-6901.